Event description:
It was reported that the patient received inappropriate therapy due to right ventricular (rv) lead oversensing and increased and varying impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead was oversensing. There were 16 ventricular non-sustained tachycardia (nst) episodes with less than or equal to 200 ms between (B)(6) 2012, 20:31:07 and (B)(6) 2012, 11:29:30. There were 6 ventricular fibrillation (vf) episodes with less than or equal to 180 ms average v-cycle between (B)(6) 2012, 08:08:30 and (B)(6) 2012, 07:50:09. The lead was also having sensing issues involving interference/noise. The ventricular short interval count (v-sic) equaled 63.6 counts avg/day, in 109.8 days, between (B)(6) 2012, 17:44:34 and (B)(6) 2012 12:04:21. There was also a resistance/impedance increase and the weekly and daily pace lead measurement data showed varying impedance increase for max v.pace equal to 1032 to 16382 ohms peak between (B)(6) 2011 and (B)(6) 2012.